Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. (B)(6) h3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: the investigation of the complaint was limited because no sample was returned and no picture of the affected item is available. Without a sample we are unable to perform the investigation (visual inspection and testing) nor determine what the root cause of this issue would be. No trend of confirmed customer complaints was identified in relation with this issue. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the tracheostomy tube was found broken before use. There was no patient involvement and no patient harm/adverse event reported.